Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effect of death is listed in the electronic perclose proglide instructions for use (IFU)as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects and devices reported in the pmcf are captured under separate medwatch reports. B2: date of death: estimated. B3: date of event: estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
This is filed to report patient death. It was reported through a post market clinical follow up (pmcf) evaluation report identifying the proglide vessel closure device that may be related to the following adverse patient effects: death, hematoma, occlusion, pseudoaneurysm, access site bleeding, infection, fistula, embolism, and edema, with medication administration, blood transfusion, intervention and surgical intervention performed as treatment. Off-label use of only 1 proglide device used during pre-close technique when closing with a sheath size greater than 8fr was reported.